Manufacturer narrative:
(B)(4).

Event description:
It was reported that the metal inserter rod may have broken off inside the anchor during insertion. During assessment prior to revision procedure it was noted that a piece of the metal inserter was located within the shoulder.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.